Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of machine and proximal pressure sensors failed. The unit was being used on a patient when the issue occurred. There was no adverse patient effect.